Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had image goes black screen, but sometimes it works. The issue was found during sedation for a laparoscopic procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, d10, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor color image due to a faulty charge-coupled device (ccd). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has image with no issues of it intermittent working however color quality image due to a charge-coupled device (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.